Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the cataract surgery with intraocular lens implant (iol) procedure, trailing haptic was bent the opposite way during loading and could not be used. The surgery was completed by using the new lens. Additional information has been requested.